Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t hey recently had surgery to relocate their ins because the pocket was loose. They ins had moved and was pressing on a bone/nerve on top of their spine. The patient had surgery approximately 3 weeks prior to their checkup appointment in which they turned the therapy back on which was on a tuesday. The patient was traveling to california and forgot their recharger so they were provided with a physician listings to try contacting. No further complications were reported/are anticipated.